Event description:
We were deploying a stent, the stent stuck to the stopper on the deployment device and required the physician to twist the deployment device to get it to fully open in the vein. No harm was done to the patient, but it caused the stent to not fully deploy properly and resulted in deployment of a second stent to remedy the issue.